Manufacturer narrative:
S/w version = 6.7w. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 23, pump error 49 and pump error 68 found on 05-mar-2023. The pump passed the displacement test, active current test, sleep current test and self test. Unit successfully downloaded to thus. No unexpected pump error 23, pump error 49 or pump error 68 alarms were noted during testing. Pump was cut open and found no physical or moisture damage on the electronic assembly, motor or force sensor. Pump downloaded trace and history confirmed pump alarmed pump error 23 on 06/30/2022 at 10:00:46.000, pump error 49 on 03/05/2023 at 11:21:40.000 and pump error 68 on 03/05/2023 at 11:21:40.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range the following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, missing display window cover and cracked select button keypad overlay. Pump passed required testing and no unexpected alarms were noted during testing. Pump error 23, pump error 49 and pump error 68 were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a and pump error 23-"post-reset ram crc alarm",pump error 68 - ''trace pointers are invalid'' and pump error 49 - ''history pointers failed. The history pointers are corrupted''. Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. No harm requiring medical intervention was reported.  The customer will discontinue using the device and will be returned for analysis.